Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was not re-employed for use during the lead changeout procedure, because the screwdriver tip broke off in the setscrew while attempting to tighten the setscrew. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
At this time, no additional information is available. Should any additional information related to this event become available, this event will be updated.